Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: during an unknown procedure, device was missing the optical tip. A blind entry was performed. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. The lens was disengaged and not received. The root cause of the observed condition could not be identified based on the information available due to disengaged lens; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.